Event description:
It was reported that, the patient with the cardiac resynchronization therapy defibrillator (crt-d) system received an inappropriate shock due to atrial fibrillation (af). The patient came to the clinic because the device was beeping. The device interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery and high shock impedance measurements were found with steady increase since implantation. Subsequently, the technical services (ts) discussed troubleshooting options, recommended system replacement, and the patient was hospitalized. At this time there is no evidence the crt-d was replaced. No additional adverse patient effects were reported.